Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system and a valiant stent graft were implanted in a patient for the endovascular treatment of an unknown size abdominal and thoracic aortic aneurysmal disease. The patient's partner reported that the stent grafts had leaked and a total bypass and repair was performed. No additional clinical sequelae were reported and the patient is fine.